Event description:
It was reported that a sheath was inserted into the femoral. After the intra-aortic balloon was passed through the sheath, blood was seen coming "out of the sheath". As a result, the iab catheter was removed. They report noticing that the "shaft" of the balloon was broken. Another iab was inserted but it was unclear if the same sheath was used. There was no reported further difficulty/patient complications.